Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous circumflex. During the attempt to cross the lesion the proximal shaft of the 3.0x8 mm nc trek was observed to severely kinked. Resistance was also felt during retraction of the balloon catheter from the anatomy. A different balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance and resistance during removal could not be replicated as it was based on case circumstances. The reported kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.